Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive had detached from the cannula of the infusion set. It was reported this happened with two of the infusion sets. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.